Event description:
Received patient submitted medwatch report mw5066105. It was reported the patient had upper and lower jaw surgery. Maxdrive screws (kls martin lp) were used to fixate maxilla and mandible. A maxdrive screw broke during the fixation and entered their left sinus cavity. Since that incident the patient remains with the body of the screw in their left sinus cavity.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics and data analysis as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The product history device records could not be reviewed since no lot was provided by the reporter. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.